Manufacturer narrative:
The customer returned the meter and suspect strips. The customer's returned test strips were tested on the customer's returned meter. Relevant retention test strips were tested in comparison with the current master lot. All measurements were without error messages. The returned material and the retention material meet the specification.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 the customer obtained a result of 2.9 inr at 9:45 a.m. On her coaguchek xs meter with serial number (B)(4). The customer made no changes to her coumadin dose at this time. The customer's husband indicated the customer had a severe nose bleed on (B)(6) 2016 and took an ambulance to the hospital. Customer had nose packed then clamped; the bleeding would not stop so the doctor cauterized the nose and the bleeding stopped. The reporter indicated that while they were walking out to the car they had to go back into the hospital because the bleeding started again. The doctor placed tubes in the customer's nose to stop the bleeding. The doctor also stopped her coumadin dose. The customer does not know when she will be able to resume her coumadin dose. The customer was in the emergency room until 5:30 a.m. But was not admitted. On (B)(6) 2016 the customer's inr from an unknown laboratory method was 3.7 inr. On (B)(6) 2016 the customer was to see a specialist to have the tubes in her nose removed. Customer's normal therapeutic range is 2.5-3.0 inr. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The customer is currently stable. The suspect product was requested for investigation. Relevant retention test strips (lot 206632-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.